Manufacturer narrative:
A revision was made to the initial MDR in the block b5 event description, and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix being deformed and tissue was entwined in the helix. Detailed analysis did not reveal any abnormalities. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown issue. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead was not successfully implanted because the helix would not retract and after inspection, tissue was noted to be stuck in it. A new rv lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown issue. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that this right ventricular (rv) lead was not successfully implanted because the helix would not retract and after inspection, tissue was noted to be stuck in it. A new rv lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown issue. A new lead with the same model was implanted. No adverse patient effects were reported.